Event description:
It was reported the patient's blood glucose levels rose greater than 400 mg/dl while wearing the pod between 4 and 24 hours on the back. Investigation of pod found damage to the cannula. The complaint was originally coded for glucose levels are high.

Manufacturer narrative:
Corrections: b5: blood glucose level corrected to "over 400 mg/dl" and entered h1: device evaluated - yes.

Manufacturer narrative:
Fluid was observed leaking through a tear in the exposed portion of the soft cannula. It could not be determined when or how this damage occurred. The pod initially was not able to connect to the master pdm to be downloaded. The pod was connected to a 4.5v power supply and was able to be downloaded. No timeouts or drive stalls were seen in the download data and the shelf mode current was measured to be in specification. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: bp2a.250605.031.a3.s911usqs6eyk3 hardware: sm-s911u cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose greater than 250mg/dl while wearing the pod between 4 and 24 hours on the back. Investigation of pod found damage to the cannula. The complaint was originally coded for glucose levels are high.